Event description:
It was later reported that the event resolved with sequelae: myofascial spasms.

Event description:
It was later reported that he had sciatic pain and that after going through physical therapy, ¿things got worse¿. He had two muscles in his lower back that had sharp pain. In his upper body,from his hips up, he leaned to the right about 45 degrees. He could not stand straight up. The catheter was adjusted, lowered a little bit, and the patient felt no good or bad change. The symptoms began occurring three to four months ago. The patient had no issues for the first three weeks after the pump was implanted. The patient did not experience any falls, trauma or accidents. The patient was to have an appointment with his healthcare provider (hcp) on (B)(6) 2013. The hcp was aware of everything that was going on. It was noted that the pump was working and was helping with a portion of the pain, however the patient was still having to taken oral medications and was maxing out on the boluses that he could take per day. The patient was not sleeping well, could not focus on anything and his quality of life was poor. All information regarding this event will now be reported under this manufacturer report #. See manufacturer report #3004209178-2013-10259 for previously reported information regarding this event.

Manufacturer narrative:
(B)(4).

Event description:
It was now reported that the patient wanted to see "if other cases have had problems that I'm having and see if there was a fix that helped them." The patient stated after his surgery he had ¿about 10 days where I had no problems.¿ after that his upper body from the waist up started to lean to the right. It was now at the point where his right lower rib cage was hitting his right hip bone. The patient had two surgeries; one for the implant of the pump and the second was to move the catheters to a different location in my spine to see if that would help. However, this did not work. The catheter relocation surgery reportedly had occurred in (B)(6) 2013. The patient was to have a catheter dye study on (B)(6) 2013 to investigate the catheter ¿lines.¿ a catheter revision was the intent if an issue was discovered. In addition, reportedly the patient¿s medication was not helping with this particular problem. Within five minutes of getting up the patient already leans. (Some of this event had also been previously captured in manufacturer report #3004209178-2013-10259.)

Event description:
It was reported the patient was experiencing ¿spasms and leaning¿ secondary to nerve irritation, and a catheter revision was done. On (B)(6) 2012 a CT scan with contrast revealed no catheter tip granuloma, and only resulted in multilevel degenerative disc disease, most notable at l3-l4. An MRI was done on 03-jan-2013, which showed a 9mm cyst in the right neural foramen at t10-11, which was possibly related to device or therapy. The patient also underwent an ¿interlaminar epidural injection on (B)(6) 2013. The event was noted as ongoing. The patient reported inability to sense an increase in daily dose or boluses in addition to the ¿spasms and leaning¿. It was later reported that the catheter revision was done on (B)(6) 2013. The patient outcome was noted as resolved with sequelae as of (B)(6) 2013, with the sequelae being ongoing postural leaning. In addition, the patient was experiencing thoracic band pain and leaning, secondary to meningeal irritation. It was later reported that the patient had ongoing meningeal irritation, but with no further action needed. The pump was used to deliver hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8590-8, lot# n341952, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported that the patient stated their scoliosis developed shortly after the patient got their pump, thinking it was 3 months after. The patient questioned if there had been others who have developed issues with scoliosis after having pump implanted. The patient's healthcare provider (hcp) didn't believe there was anything wrong with the pump. The pump worked fine and the patient had a catheter revision twice. The patient also stated that the hcp thought the catheter was hitting a nerve that was may have been causing patient's bend and it didn't work even though they moved it a 1/3 of an inch down. The second revision was the same thing but hadn't moved as far down as the first time. The patient was seeing a physical therapist and had a hamstring issue when the laid flat on their left side and tried to keep it as straight as possible while keeping right arm over his head and was doing this 2-3 times a day and by the fourth day the patient did this, they had the hamstring issue that occurred. The patient had tried to do physical therapy this year, the first physical therapy was back in (B)(6) 2014. The patient stated they leaned to the right; the muscles on patient's left side are so tight and won't loosen up and were thinking because they are so rigid and the long process it was taking, could have caused inflammation. The patient's muscles are tight and rigid can't loosen up even when patient was lying flat.

Event description:
Additional information later received reported a catheter revision was done (B)(6) 2013. The pump was also used to deliver baclofen.